Event description:
The customer reported an axsym bhcg result of 548 miu/ml on a pt with no clinical evidence of pregnancy or trophoblastic disease for the past six months. The pt's phyisican has been monitoring pt's elevated bhcg results which have been in the range of 300-500 miu/ml. No impact to pt management was reported.